Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate stimulation. Reprogramming was attempted but was unsuccessful. The surgeon assessed the leads were not placed in the correct target position. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted leads were disposed of at the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7091363.